Event description:
The customer contacted baxter's technical service center to report an system error (se) 2240 (air inset) found on the home choice (hc) device during dwell 4 of 4. The baxter technical representative (tsr) had the home patient (hp) check and found that the hp did not disconnect, there were no leaks, and unused lines were closed. The tsr had the hp cycle power to get se 2367, ended therapy, and retrieved cassette. The tsr advised the hp to let the registered nurse(rn) know that the hp ran short of solution. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of se 2240 alarm was not confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required